Event description:
Allegedly, the screws broke after the surgery.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in foreign country. This is the same event as 1043534-2009-00311, -00320.